Event description:
It was reported that the reusable tubing or the connection is damaged. The error code received is l3-021. There have been no patient consequences reported. The initial biopsy was completed propping the tubing up to complete. One device to be returned.

Manufacturer narrative:
(B)(4). Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the vso due to it was causing the unit to have inadequate vacuum regulation, which would then cause the unit to have the l3-021 error code. All tubing and connections were checked by the site and were fine. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.